Event description:
The device was inserted into patient and opened. The surgeon discovered the retrieval bag had a tear in it. The device was unusable. No harm to the patient. The device was removed from the field and a new device was obtained without incident.